Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-discharge check the next day after implant, the right atrial (ra) lead was found to be dislodged. The lead was repositioned back into the atrial appendage. The lead remains in use. No patient complications have been reported as a result of this event.